Manufacturer narrative:
Additional information: sections a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable, as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4631 iol removal and replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting the pre-loaded dcb00 intraocular lens (iol) into the patient's operative eye the doctor saw a divot on the optic. Lens was cut in half with microsurgical technology (msts) and removed with utrottas and another lens with the same model and diopter was implanted. There was no patient injury. Doctor stated this looks fine. Iol is not available for return as it was discarded. No further information is available.